Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced recurrent complex seroma, right lower quadrant and abdominal wall. Post-operative patient treatment included incision/evacuation and excision of complex postoperative recurrent seroma.